Manufacturer narrative:
No samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. The incident has been added to our database and will be tracked for emerging trends. If samples are received in the future the complaint will be reopened for further investigation. Unable to run complaint history check or device history review as lot number is unknown.

Event description:
On (B)(6) 2014, the reporter stated that the client indicated the plastic cap covering the syringe needle, does not reach the final part of the needle. One of the users was injured with the needle, accidentally. Additional information received via e-mail on (B)(4) 2014, the reporter stated that the syringe and needle was an unused one. According to the end user, the only intervention necessary was an anti-tetanus injection. No further information is available.